Manufacturer narrative:
After battery installation, the pump gave a communication alarm followed by an off no power alarm due to a broken solder joint on the interface board. After reworking a component on the interface board, the pump worked properly. Unable to perform the displacement, self test, operating currents and off no power test due to the communication error alarm followed by the off no power alarm. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an off no power battery alarm from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that she gave herself a bolus and the pump alarmed off no power. The customer stated that she is unable to get to the main menu. The customer stated that she did not receive a low battery alert prior to the off no power alert. The customer stated that the pump was not dropped or bumped. The customer stated that there is damage on the reservoir window on the side of the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.